Manufacturer narrative:
It was reported that after navigating and placing screws, the implants had been misplaced all to the left. This can be indicative of a dynamic reference base shift. A dynamic reference base shift can lead to a loss of navigational integrity and lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. This equates to an overall anticipated risk level of low. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. Because the user did not submit case logs for investigation, the root cause cannot be verified. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using excelsius gps were guided in inaccurate trajectories in a t10-pelvis.